Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the rf (radio frequency) head connector is loose (cracked solder joints found on the printed circuit board¿s rf head connector). (B)(4).

Event description:
It was reported there was intermittent rf (radio frequency) head malfunction. The yellow connector port seems to be broken. Rf head loses communication when cord is manipulated near yellow port. The programmer was returned for repair. There was no patient involvement indicated.